Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump. It was reported the patient¿s entire system was replaced because his pump got broken in half. It was floating in his abdomen and the doctor had to cut an 8-10 inch incision in his back to fish out the broken device. It was also reported the patient recently lost his vision/gone blind although he did not specify that it was related to the device. It was also reported on 2020-may-11 when the patient was getting the pump replaced the surgery ended up being 25 hours long. The healthcare provider (hcp) went in through the abdomen with about a 6-inch incision and could not find the pump anywhere. It was noted the hcp did a fluoroscope to find the pump. The hcp had to make a 8-10 inch incision on the patient¿s back to get at the pump. It was further reported that was when it was realized the pump was floating around his intestines/abdomen and broken in half. The patient did not know until 2020-may-11 about the pump being broken and floating around.